Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 11/may/2024.

Event description:
Healthcare professional reported left side broken implant. The device has been explanted.

Event description:
Healthcare professional reported, left side broken implant. The device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of rupture-breast was received on may 08, 2024, with lot number#: 2049962. Based on the device analysis grid, the assessments of the complaint are: rupture-breast: observed, one opening assessed, as surgical impact opening (shell thickness within specification). Additional observations: nicks are observed, assessed as non-penetrating nick. No further actions are required, since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "broken implant."

Event description:
Healthcare professional reported left side broken implant. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Corrected data: a2, a4, d1, d2a, d2b, d4, d6a, h4, h6.

Event description:
Healthcare professional reported left side broken implant. The device has been explanted.